Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had previous retina issues, unseen until after the cataract was removed. The iol was exchanged with an alternate iol in a secondary procedure.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. Based on the information provided, the event does not appear to be related to the product. Information was provided that the company lens 20.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified monofocal lens due to the patient having previous retina issues that were unseen until after the cataract was removed. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The product was not returned to evaluate. Follow up attempts were made. No additional information has been provided at this time. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).